Event description:
Ous MDR - after an implantation period of about 20 months, oversensing with inappropriate shocks was reported. The ICD and lead were explanted and returned to biotronik. Apart from the shocks, not further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal segment was received. In particular, the connectors and the yoke were not available for analysis. During the inspection, signs of wear were noted at the distal part of the lead with a damaged insulation in this area. This damage can be considered to be the root cause of the clinical event. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subjected to an excessive mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection of the lead revealed explantation damages i.e. The svc shock coil was found deformed, cuttings in the insulation were observed and the insulation was found broken as a result of strong pulling forces. The analyses of the ICD and the lead did not reveal any sign of a material or manufacturing problem.